Manufacturer narrative:
Additional device product codes: mni, nkb, kwp, kwq. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation, as it was discarded by hospital. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, three (3) titanium clickx locking caps did not allow the locking of screws. The surgery was proceeding as usual, and when the surgeon tried to use the locking caps, the locking caps' heads could not be used because the instrument turned and could not secure them. The surgeon used the another locking caps from the set. The procedure was completed successfully with no other medical intervention required. There was no surgical delay and patient outcome was reported as stable. Concomitant devices reported: unknown instrument (part#-unknown, lot#-unknown, quantity-1). This report is for one (1) ti click'x® locking cap for ti 3-d head. This is report 3 of 3 for complaint (B)(4).

Event description:
Further it was reported that the instrument was ok, the heads of caps didn¿t have the usual shape, therefore the instrument could not lock them as usual.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted. Part: 498.570. Lot: l226135. Manufacturing site: mezzovico. Release to warehouse date: 29. Nov. 2016 . The device history record shows this lot of (B)(4) was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.